Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
It was reported that during a thoracic procedure using peri-strips dry with veritas collagen matrix (psdv), the pt's lung tissue tore when the surgeon removed the stapler. The surgeon suggested the friable nature of the pt's tissue may have contributed to the tear and stated that the tissue tear was not attributed to the psdv product. Physician elected to use a white staple load with 1.0mm compression and explained that this is what he has the most experience with and is the most comfortable with. The stapler fired properly. The psdv product remains implanted. The physician completed the thoracic procedure successfully and the pt is well.